Event description:
During plateletpheresis the donor experienced tingling and cramping 3/4 into the procedure. The donor was given 4 tums with relief. There were no complaints from the donor at discharge. Center states that this was a citrate reaction. Procedural information: no alarms during set up or prime. Total wb processed: 3242, total acd infused: 415, total volume of product collected: 602, citrate infusion rate: 1.5 ml/min, acd ratio: 9:1, procedure time: start 1210 end 1314, no issues with venipuncture. Platelet product was achieved.